Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump did not alarm as expected. A supply change was performed resolving the occlusion. Troubleshooting was performed and it was verified the pump did alarm as expected. Customer's blood glucose level ranged between 403-404 mg/dl.